Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer experienced an adverse skin reaction the same day the adc freestyle libre sensor was applied. Customer experienced redness, discomfort, and irritation and had contact with a healthcare professional who prescribed a cortisone ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A caregiver reported the customer experienced an adverse skin reaction the same day the adc freestyle libre sensor was applied. Customer experienced redness, discomfort, and irritation and had contact with a healthcare professional who prescribed a cortisone ointment for treatment. There was no report of death or permanent injury associated with this event.